Event description:
It was reported that during an attempted novasure endometrial ablation on (B)(6) 2015, a "perforation occurred when the physician pushed forward into the fundus". The patient was admitted into the hospital and a hysterectomy was performed per patient request. The patient was discharged "after 1 day stay in the hospital". Dilatation (not hologic devices) was performed prior to the attempt ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).